Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's relative reported an alarm and a protruded drive support cap. She also stated that the insulin pump's display kept returning to the rewind screen even after it was finished rewinding. The blood glucose reading was 340 mg/dl. Customer was treated with manual injection. Nothing further reported.

Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A scratched lcd window, cracked belt clip slot and cracked reservoir tube lip noted.